Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the cgm reading was low but the patient was not experiencing any hypoglycemic symptoms. Based on the cgm reading the patient self-treated it with rice and white bread, apple juice. After the treatment the cgm treading was still low and there was no bg taken. The patient experienced severe migraine, vomits and discomfort. She called 911 and was taken to the emergency room. There they took a bg reading but the patient couldn¿t remember the value. The patient was treated with IV fluids. She fell asleep for few hours and when she woke up, they performed a cat-scan. After that the patient was treated with benadryl to prevent allergic reaction and tylenol for headache. The patient was discharged after 24 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.